Manufacturer narrative:
Article citation: juyoung bae, byung-joon jeon, goo-hyun mun, sa ik bang, jai kyong pyon, kyeong-tae lee; "predictors for implant rupture in two-stage tissue expander-based breast reconstruction: a retrospective cohort study". Ann surg oncol (2021). Https://doi.org/10.1245/s10434-021-10773-w. (B)(4).further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Through journal article "predictors for implant rupture in two-stage tissue expander-based breast reconstruction: a retrospective cohort study", it was reported that patients reported rupture for an unspecified side. The device was style 45 silicone gel filled breast implant. The device has been explanted. Some patients were treated with adjuvant radiotherapy, chemotherapy and hormone therapy.